Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states that on (B)(6) 2004 the patient was implanted with depuy products (articuleze head, pinnacle cup, and a g2 press fit stem). Revision was undertaken following high levels of cobalt and chromium in the patient¿s blood. No medical records or reports were provided to support this. A review of manufacturing records of head, cup and stem identified no anomalies. Notification was received stating that no further information or return of products is available. Without return of products or further information the root cause of the complaint cannot be determined. No further actions are identified. The complaint shall be closed with an undetermined conclusion. If further information or return of parts is available the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint states that on 22-mar-2004 the patient was implanted with depuy products (articuleze head, pinnacle cup, and a g2 press fit stem). Revision was undertaken following high levels of cobalt and chromium in the patient¿s blood. No medical records or reports were provided to support this. A review of manufacturing records of head, cup and stem identified no anomalies. Notification was received stating that no further information or return of products is available. Without return of products or further information the root cause of the complaint cannot be determined. No further actions are identified. The complaint shall be closed with an undetermined conclusion. If further information or return of parts is available the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Event description:
On (B)(6) 2004, the patient was subjected to an unknown intervention in which was implanted a device called 'depuy g2 lateral nr 8- testina mm. 36+1.5'.at blood tests , the levels of co-cr were very high.. So the patient was constricted to a hospitalization to remove the device depuy g2.following the re-intervention the patient 'was constriceted at a long period of rehabilitation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec 23 and 25 march 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision brown haematic fluid was also encountered. Records also indicate the patient had elevated cobalt and chromium levels. At this time the femoral stem is being reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.